Event description:
Customer reported a button error. Customer stated she took the battery out but the issue still persists. Customer's blood glucose was 148 mg/dl. Customer could not recall any significant events leading to the error. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Moisture damage found on vibrator motor. Insulin pump had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.